Manufacturer narrative:
The device is currently unavailable.

Event description:
Per the clinic, the patient experienced a loss of osseointegration (date not reported) resulting in fixture loss due to head trauma.

Manufacturer narrative:
Per the clinic, the patient was treated with oral antibiotics (date and duration not reported). The patient was re-implanted with a new device (date not reported). This report is filed january 29, 2016. The device is currently unavailable.